Event description:
Account stated they were getting unstable calibrations for two days and indicated they obtained a pt sodium result of 65 mmol/l that repeated as normal. The incorrect result was not reported. The field service representative was unable to determine a cause for the discrepant results. Performance tests were performed and within specification.